Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a funeral home with no information. Information identified in the manufacturer's database indicated the patient died approximately one year post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. Blood and/or body fluid was noted in the outer tubing overlay. The inner tubing was kinked/buckled. There was cosmetic environmental stress cracking noted on the outer tubing overlay and the outer insulation was torn. All insulators had a breach cut. A cosmetic depression was noted on the outer insulation on the connector. There was blood noted in the helix. Apparent explant damage was further noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. There was blood and/or body fluid noted in the distal conductor. Cosmetic environmental stress cracking was noted on the outer insulation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.